Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting it was found that the customer was using cold insulin. Tandem technical support educated the customer on the correct fill process. Customer declined to load a new cartridge to resolve the issue. Customer¿s blood glucose level was 130 mg/dl.